Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4); model: sc-2218-50 serial: (B)(4); batch: 7094031.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted leads were discarded by the medical facility and will not be returned.